Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted during testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer does not recall any events leading to the alarm. Blood glucose 150 mg/dl. Nothing further reported.